Manufacturer narrative:
The pump is still I use supporting the pt; however, approximately 4: of the external portion/distal end of the percutaneous lead that was replaced, was returned to the manufacturer for evaluation. The 4: portion of percutaneous lead was tested for continuity, and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity. The reinforcing sleeve was removed to examine the shielding and bionate, and an area with shield breakdown was noted adjacent to the metal/system controller connector. The shielding and bionate were removed, and examination of the underlying wires revealed that the black wire was partially fractured, adjacent to the metal/system controller connector. The disruption appeared to be consistent with fatigue failure as a result of repetitive flexing of the percutaneous lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The fractured black wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This potential short to ground would have caused the reported low speeds and pump stoppage events. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturing closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at another hospital (not implant center), and the pt's event history was received and it was noted that low speed events (low as 840 rpm) and pump stoppage with a pump disconnect occurred. Power elevation with multiple driveline disconnect were also noted. During the pump stoppage the pt passed out and fell to the floor. The nurse saw on the monitor a pump disconnect while attending to the pt and noticed that the driveline was connected. The nurse touched the driveline as to push the driveline into the system controller but noticed the driveline was fully inserted and locked. All of the alarms stopped when the driveline was touched at the distal end. The pt was flown to the implanting center. X-rays were taken and reviewed and a small spot near the distal end of the bend relief was noted and it was felt that may have been the problem area. There did not appear to be any internal damage. On (B)(6) 2014, the distal end of the percutaneous lead was replaced by the manufacturer's technical service. The pt performed several movements after the percutaneous lead was replaced such as sitting, standing, walking and lying down, and no alarms or pump stoppage occurred. On (B)(6) 2014, the vad coordinator reported that the pt was doing well and has had no further alarms.